Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 14mm x 3.5mm target lesion with a bend of >=90 degrees was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 16 x 3.50 rebel stent was advanced to treat the lesion. However, as the device reached the lcx, the stent detached from the delivery balloon and migrated along the artery. An attempt was made to rescue the stent with a loop; however, it was unsuccessful due to the stent being stuck in a curve with calcification. No patient complications were reported but the patient is at high risk for thrombosis.